Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter - the article was written by philipp n. Steubal, juan p. Simone, robert h. Cofield, and john w. Sperling. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "revision of failed humeral head resurfacing arthroplasty" which aimed to examine the outcomes of a series of patients who underwent revision surgery after humeral head resurfacing (hhr) and to determine the results, complications, and rate of additional revision surgery of patients who underwent revision surgery after hhr. A patient was identified in the article that was revised approximately three years post-implantation due to pain and loosening. A total shoulder arthroplasty was used to complete the procedure.